Event description:
The filter got stuck in the sheath and would not advance.

Manufacturer narrative:
The report we received from the field indicated that, during a filter implantation through the right femoral vein, using a 6f cordis sheath, the filter got stuck in sheath and would not advance. The physician removed the entire system from the patient vessel without any complications. They used another unit to complete the procedure. There was no report of patient injury. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete.